Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. Our field service engineer investigated the anesthesia system at the hospital. The reported failure was reproduced. A complete technical inspection of the device was done. The tightness check of the luer-lock connections of the pressure sensor tubes, as well as the connections of the pc boards were performed. The fault was resolved by these actions. The device successfully passed all pre-use and safety tests. The device was returned to the customer and authorized for clinical use. The evaluation of the received logs confirm that the fresh gas pressure transducer test failed due to a too low zero pressure offset measured at the test. The flow transducer test failed due to an expiratory flow transducer offset having measured too low. The patient cassette (that contains the expiratory flow transducer) measured a large negative flow due to the offset failure. Several other sub tests also failed as a consequence of this failure. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Apart from being able to confirm the zero-pressure offset failure of the fresh gas pressure transducer and the patient cassette, most likely caused several of the other system checkout sub tests to fail, we have not been able to with certainty confirm the true cause since the reported issues were solved by tightening the luer-lock connections of the pressure sensor tubes as well as the re-connections of the pc boards.

Event description:
The anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).